Manufacturer narrative:
(B)(4).

Event description:
This was a left-sided lead extraction to remove one 20 year old cpi lead ((B)(4) rv ICD) for an MRI. The lead was prepped with a cook liberator and a 16f glidelight laser sheath and 33mm large visisheath were used to extract. The laser sheath made it down just past the clavicle and then the physician advanced the visisheath down the lead until just before the proximal coil. At that time, the patient's blood pressure declined. The CT surgeon performed a sternotomy and discovered a nickel-sized injury in the ivc/ra junction. The lead was removed manually during the open procedure. The patient survived the intervention.